Event description:
It was reported the patient went through a court house metal detector and the stimulation in her legs and feet felt stronger. The patient's device was on when she walked through the security gate and it was still on the same program and level, program 1 at "2.7," as she was prior to walking through the security gate. The patient turned the device down to 5.5v which felt better. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).